Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), product type catheter. Product ID 8596sc, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient stated she has been going through withdrawals and has swelling at the pump site. The event occurred ¿post-op,¿ as the device was implanted on (B)(6) 2018 and the event date was reported to be (B)(6) 2018. She was seeing the implanter on (B)(6) 2018 for follow up. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the patient having an x-ray on (B)(6) 2018. At the time of the report, there were no interventions/actions that were taken to resolve the issue. The issue was not resolved at the time of the report. The healthcare professional (hcp) has no further information for the manufacturer. No surgical intervention occurred. It was unknown if surgical intervention was planned. The patient status was listed as ¿alive - no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient was going through withdrawal starting 'about 8 weeks ago,' and there was fluid in the pocket. When they examined the catheter they noticed it was cut, sheared and there was cerebrospinal fluid coming out. They revised the catheter; the new pump segment length was 112.5cm and the spinal segment was 21.1cm. The doctor pulled the silicone off the 8596 sc connector and the metal was exposed when disconnecting the pump and catheter ((B)(6) 2018). They were lowering the patients dose. The pump was delivering marcaine (4 mg/ml, 0.64 mg/day) and morphine (25 mg/ml, 4 mg/day). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. It was reported that the cause of the catheter damaged/leak was not determined. The cause of the doctor pulling off the silicone was not determined. The revised portion of the catheter will be returned for analysis. The patient's weight at the time of the event was unknown. Patient is doing well, feels almost back to normal. There were no further complications reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter. Update to implant and explant date of 8731sc catheter. Analysis of the implantable catheter (serial # (B)(4)) identified damage to the sutureless connector which was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.